Event description:
It was reported that the atrial and the right ventricular leads exhibited noise. Inappropriate auto mode switch was noted. Isometric testing was performed on (B)(6) 2017 and the noise could not be reproduced. The patient was asymptomatic and will continue to be monitored.